Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was found in the reservoir compartment. He mentioned having had time moving the insulin with the plunger and had to push very hard to get it to go. The customer disconnected and reconnected, it moved just fine. No further information was provided.